Event description:
On (B)(6) 2015, the reporter for the patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The csr was advised by the reporter that alleged inaccuracy began around ¿(B)(6) 2014¿. The reporter stated the patient obtained inaccurate blood glucose results of ¿130mg/dl¿ on the subject meter compared to ¿100mg/dl¿ on another meter (one touch vita). The results were obtained less than 30 minutes apart. Such a comparison does not meet the criteria necessary for lfs to determine the possibility of an inaccuracy the patient manages their diabetes with insulin (self-adjuster). The reporter for the patient claimed that the patient increased their dose of medication ¿levenil¿ as a result of the alleged inaccuracy. The reporter for the patient stated that ¿less than an hour¿ after the alleged product issue began they developed symptoms of ¿hypoglycemia, sickness, cold sweats¿ and self-treated with food and/or drink. At the time of trouble shooting, the csr confirmed the subject meter was set to the correct unit of measure and the correct approved sample site was used. Csr also noted that patient used the incorrect testing procedure. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 - 5/28/2015. Device evaluation:the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.